Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet bionic pancreas, and review of available data indicated the user was not performing meal announcements, which can lead to fluctuating glucose levels and hypoglycemia to 41 mg/dl; the user expressed concern that meal announcements could further lower glucose and was transferred for clinical management review for potential pump adjustments. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included review of device use history and user education on proper operation. Investigation of this case revealed user-related use error consistent with missed meal announcements leading to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique.